Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Product has been received but not yet analyzed. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent an initial hip arthroplasty in 2010. Subsequently, a revision procedure due to major bone destruction at the cotyle level following a massive metallosis was performed on (B)(6) 2020. It was also noticed during this revision surgery that the implant was loosen.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No further information provided (x-rays, surgical report, photographs, lab test). Therefore, the reported event could not be confirmed. The product was returned and lab analysis was performed. The product analysis shows that there were black spots in stem striation which correspond to bone that has been heated to high temperature during the decontamination of the implant by autoclave. On the other hand, traces of corrosion were observed on the top of the neck of the implant, probably due to the decontamination in autoclave. Moreover, it can be noticed that this part of the stem is contained in the head when it is implanted in the patient, so the risk of corroded particles being released into the patient is improbable in the event that the stem has been corroded before implantation. Finally, it can be noticed that the hap coating of the stem has totally disappeared and some bone traces have been found on the stem, which indicates that the stem was well osteointegrated. Nothing has been found on the stem that could explain the metallosis. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The review of the raw material certificate shows no nonconformity or deviation. The review of the instruction for use of the exception stem shows that the exceed cup used with the stem is compatible. However, due to a lack of information (products references not communicated), the review of the compatibility of the stem with the head and the inlay could not be performed. A complaint extract was done regarding revision due to metallosis, bone resorption and loosening: 1 complaint (1 product), this one included, has been recorded on exception standard stem right size 5, reference ps126y05, from (B)(6) 2018 to (B)(6) 2021. 1 complaint (1 product), this one included, has been recorded on exception standard stem right size 5, reference (B)(4), batch 0000515135. According to available data, root cause of the event was unable to be determined. However, there is no evidence that the event is related to the product. A summary of the investigation has been transmitted to the customer. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip arthroplasty in 2010. Subsequently, a revision procedure due to major bone destruction at the cotyle level following a massive metallosis was performed on (B)(6) 2020. It was also noticed during this revision surgery that the implant was loosen.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). List of associated devices: exceed standard shell ha/pc 052 mm, reference123952ha, batch 2042350, handle in cmp-0685194. Exceed inlay, reference and batch not communicated, handle in cmp-0685194. Ceramic head, reference unknown, batch 564016. The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent an initial hip arthroplasty in 2010. Subsequently, a revision procedure due to major bone destruction at the cotyle level following a massive metallosis was performed on (B)(6) 2020. It was also noticed during this revision surgery that the implant was loosen.